Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) observations showed invalid cardiac compass data. It was further reported that the right atrial (ra) lead exhibited far-field r-wave (ffrw) oversensing. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.